Event description:
It was reported that the customer was hospitalized for dka, two heart attacks and kidney failure. Prior to the event, the customer had hbgs for the past three days. It was indicated that the customer was vomiting and had loss of appetite. According to the md, the cause of the event was dka. It was confirmed that the programming and histories were accurate. Also, the reservoir was placed correctly in the pump. Troubleshooting was performed and the pump passed the functional tests. It was noted that the customer was treated with an insulin drip.